Manufacturer narrative:
A picture of the actual used product was submitted for review, it was noted that a small piece of the long fastener tab has been cut too close to the stitching of the hook. This type of alteration by the customer would cause the performance of the product to be jeopardized.

Event description:
Pt decannulated while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcome.